Manufacturer narrative:
Supplemental report submitted correction found during administrative review of the complaint. Corrected b5.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was an implant case of a 26mm sapien 3 ultra in pulmonic position by transfemoral approach. During device preparation, it was noticed poor leaflet coaptation when rinsing the 26mm sapien 3 ultra valve. In addition, one leaflet was perceived too long compared to the other leaflets. Per further assessment of the returned valve by engineering, a crease was observed on the leaflet per visual inspection. The decision was made to open a second 26mm sapien 3 ultra valve. This was prepared successfully and implanted with good result. The patient was discharged as planned.

Event description:
Ds.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined for any abnormalities and the following was observed: upon opening the jar, leaflet cp2 was in the open position. Leaflets cp1 and cp3 were in closed position. When tested with probe, the open leaflet cp2, flexed back to the opened position. When tested with the probe, closed leaflet to open position, leaflet cp3 stayed opened and leaflet cp1 flexed back to close position. The returned valve was visually observed in solution, and the reported appearance/behavior of the leaflets were observed: leaflet cp2 remained opened all the time with oscillation. Leaflets cp1 and cp3 remained closed at all time with oscillation. A crease was observed at the tab near c1 and leaflet cp1. A crease was observed across leaflet cp3. The complaints valve alleged inadequate leaflet coaptation and leaflet crease were confirmed through returned product evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An in-depth evaluation regarding the complaint of alleged inadequate leaflet coaptation has been documented in an edwards technical summary. In the technical summary, devices returned for these complaints over a two-year span were evaluated. The technical summary states that the summary of hydro-performance test data has demonstrated that all the returned complaint valves functioned properly: possessing adequate coaptation and demonstrating unrestricted motion. All available data from complaints with returned devices support the existing device training instructions, provided to the clinical specialist and physician, that the adequacy of thv leaflet coaptation and appearance should not be evaluated during thv preparation. Additionally, the technical summary demonstrates that the manufacturing mitigations in place support that is unlikely a manufacturing non-conformance would contribute to the complaints. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As such, available information suggests that procedural factors (failure to follow instructions/user perception) may have contributed to the alleged inadequate leaflet coaptation. No device or labeling defect was identified during the evaluation. Therefore, no further escalation (pra/scar/CAPA) is required. For the complaint of leaflet crease, the creases on the leaflets were likely due to poor workmanship from the manufacturing. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. A product risk assessment (pra) was initiated to capture the product risk assessment, and a CAPA was initiated to capture further investigation and corrective/preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.